Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: fan failure occurred during ventilation. The faulty ventilator-device gave visual and audible alarm notification. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. No medical intervention required. The investigation is still ongoing.